Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation shows that the complaint is confirmed from the evaluation. The shock cushion has moved forward in the handle and is impeding the 6in transitional from going into the handle. The 6in transitional has worn threads, the buttonhead screw is missing from the left bracket, the isolator pins are broken in both brackets, the shock cushion and 1/4in pin are worn, and the adjustment wrench has worn threads. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed that the returned unit was missing the button head screw from the left bracket, so the bracket could not be secured, and the shock cushion was impeding the transitional. To resolve the issue, the adjustment screw, finishing cap, adjustment wrench, 1/4 pin, buttonhead screw, isolator pins, 6in transitional, shock cushion, labels and roll pin will be replaced by the completion of service. Root cause - the complaint is confirmed via inspection of the unit due to missing parts which allow it to move while locked into position.the probable root cause is rough or improper handling of the unit. Additionally, improper or suboptimal placement of the mayfield system can contribute to movement of slippage of the patient. No further corrective action beyond the aforementioned repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 3 reports linked to mfg report numbers 3004608878-2026-00017 and 3004608878-2026-00019: a facility reported that the patient was in the prone position for a craniotomy procedure and slipped from the mayfield ultra base unit (a2101). This resulted in an inch and a half deep laceration to the patient's left scalp which required suturing. Additional information has been requested.